Event description:
The reporter stated that the keypad buttons were sticking and had a delayed response for five to six months. There was reportedly no damage to the pump or the keypad, but the keypad symbols were worn; the patient wore the pump in a pocket and did not clean the pump.

Manufacturer narrative:
The pump was returned and evaluated by product analysis on 12/28/2011 with the following findings: the keypad was found to be intact but the keypad symbols were worn; no peeling or lifting was observed. Evaluation revealed that all of the keypad buttons were responding appropriately but there was evidence of keypad adhesive found under the key contacts. Unrelated to the complaint, evaluation revealed a dim display screen, which has no effect on insulin delivery function. The owner's booklet instructs the user to call animas customer service if the user suspects that the product is damaged. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.